Event description:
It was reported that this integrated programmer exhibited a frozen screen upon logging into a heart connect call. Technical services (ts) advised to plug the power with no success. As of this time, this programmer remains in service. No patient involvement.